Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon would not inflate. The balloon was removed. There was no reported injury to the patient. This report is for the 1st iab used.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon would not inflate. The balloon was removed. There was no reported injury to the patient. This report is for the 1st iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned with a kink at approximately 24.6cm from the female port. A catheter/inner lumen kink was observed at approximately 75.9cm from the iab tip. An inner lumen kink was also observed inside the balloon at approximately 22.9cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was then placed on the cs300 pump and inflated properly. The condition of the iab as received indicated kinks in the inner lumen, catheter tubing and extender tubing. We are unable to determine when these kinks occurred, however, they restricted the gas passage resulting in poor inflation on the pump. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).